Event description:
Spinal fixation was originally implanted in 2007 for both anterior and posterior applications at l4-s1. Subsequent x-rays taken approx three months later revealed a posterior set screw and an anterior fixation screw had loosened. A revision surgery was not scheduled, due to the pt's extenuating medical circumstances.

Manufacturer narrative:
Results - device was not returned to MFR; no eval could be performed.